Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's lens was not clear. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.